Event description:
It was reported: the knee was unstable and the pt was experiencing wear and pain. Symptoms resulted in a revision surgery. Reporter noted that the pt was a contractor and did a lot of physical labor.